Event description:
The customer initially reported that during use the device stopped working. According to the surgeon, no activation tone was heard and a new device was opened to complete the procedure. Nothing fell into the pt cavity. There was no pt injury. The device was returned and a visual inspection revealed the snap was broken and a piece was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When t he device eval is complete a follow-up report will be submitted.